Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated digoxin result on the dimension vista(r) is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A series of falsely elevated digoxin (digxn) results was reported on a patient's samples. The results were reported to the physician. The patient was tested by an alternate methodology and lower results were obtained. Digibind was administered to the patient on the basis of the elevated results. It is unknown if patient treatment was otherwise altered or prescribed. There is no report of adverse outcome to the patient as a result of elevated digoxin results or treatment.